Manufacturer narrative:
All fdr and fdm codes apply to the desktop charger fdc (B)(4) now applies to the desktop charger: analysis of the desktop charger (B)(4) found that it had a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The consumer reported that the replacement of the desktop charger resolved the inability to charge and the pain. The consumer reported that they mailed back the damaged recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that connector pin on the recharger was broken. The consumer was not with the patient at the time of the call. The consumer reported that the patient was in pain, however because the patient couldn¿t charge the recharger. No further complications were reported.